Event description:
An optometrist reported an incidence of corneal ulceration associated with focus night & day wear. The ulcer was approximately 2mm in diameter and located on the pupil border of the right eye in the 8 o'clock position. The pt had been wearing this type of lens since september 1999 and had regular 6 month check ups. On 8/17/2002, the pt experienced redness of the eye and following routine advice removed the lens. However, the pt then reinserted the lens. Despite advice to remove the lens and to go to a hosp, the pt waited until monday, 8/19/2002 before seeking medical opinion. Pt then visited their "gp" who prescribed topical antibiotics (fucithalmic) but did not refer pt to an ophthalmologist. On tuesday, 8/20/2002, as the condition of the eye was worsening, the pt finally visited the optometrist, and was immediately refered to a hosp ophthalmologist. An infectious corneal ulcer was diagnosed. Pseudomonas was detected (according to pt, no confirmation of ophthalmologist yet). The optometrist informed ciba vision that the ulcer was healing well and that it was anticipated that the residual scar would be insignificant. Ophthalmologist has told the pt the incident was due to their non-compliance. The pt was concurrently receiving chemotherapy for melanoma. The optometrist reinforced previous advice to discontinue contact lens wear at the first signs of redness of the eye and to contact the optometrist.